Event description:
On (B)(6) 2015, the reporter stated that the patient was hospitalized and needed pump supplies. This complaint is being reported because the pump could not be ruled out as a cause of/contributor to the hospitalization.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.